Manufacturer narrative:
(B)(4). Mfg site name: navilyst medical (B)(4).

Event description:
It was reported that during a peripheral artery stenting treatment procedure the dilator detached in the vessel. The patient presented with severe claudication. The radiologist was attempting to access the superficial femoral artery approximately 20cm above the knee using an antegrade approach. The vessel was accessed and resistance was encountered while advancing an unspecified 6fr sheath over a "short 0.35" guide wire. The radiologist decided to use this 4fr dilator to "strech" the vessel. The dilator was advanced over the wire and pushed into the vessel. While advancing the hub of the dilator detached. The detached portion of the dilator was pushed into the vessel but remained on the wire. The vascular surgeon made a larger incision and the radiologist was able to remove the dilator from the vessel using a snare. The procedure was completed using a different device. There were no further patient complications reported and the patient's status is stable.

Event description:
It was reported that during a peripheral artery stenting treatment procedure the dilator detached in the vessel. The patient presented with severe claudication. The radiologist was attempting to access the superficial femoral artery approximately 20cm above the knee using an antegrade approach. The vessel was accessed and resistance was encountered while advancing an unspecified 6fr sheath over a "short 0.35" guide wire. The radiologist decided to use this 4fr dilator to "stretch" the vessel. The dilator was advanced over the wire and pushed into the vessel. While advancing the hub of the dilator detached. The detached portion of the dilator was pushed into the vessel but remained on the wire. The vascular surgeon made a larger incision and the radiologist was able to remove the dilator from the vessel using a snare. The procedure was completed using a different device. There were no further patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed clear evidence of damage and stretching on the dilator tubing, resulting in the tubing breaking away from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).